Manufacturer narrative:
The pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer overfilled the cartridge. No reported adverse impact to the customer's blood glucose. Customer changed cartridge and received accurate fill estimate displayed on insulin gauge.